Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed an elevated and out of range pacing impedance and the impedance measurements were found to be variable. The lead was capped, replaced, and no patient complications have been reported as a result of this event.